Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer. (B)(4).

Event description:
The customer reported that the frequency meter blanked out while on a patient. The unit was removed from the patient when the problem occurred, there was no harm to the patient.